Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 28, 2025. Upon further investigation of the reported event, there was no new information and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow up due to additional information) h6 (identification of evaluation codes 4114, 3221, 40). Information was received from the customer that the customer believes, after their internal investigation, that the incident was due to the quest mps cardioplegia system, and not with the oxygenator. Therefore, investigation results will not be provided by tcvs.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during pre-cardiopulmonary bypass, there was a possible heat exchanger leak. As per user facility, the arterial/venous lines clamped, shunts and recirc lines clamped. S5 heart lung machine (hlm) with centrifugal and myocardial protection system (mps) cardioplegia system. Perfusionist could not figure out where volume was going. Required change of circuit and heart lung machine (hlm) to continue the case. Inquired about possible heat exchanger leak or other malfunctions that could allow volume to "disappear" from the reservoir and circuit. No volume noted on the floor. Product was changed out, there was a 30 minute delay, there was a minimal blood loss estimating of less than 100 ml, procedure was completed successfully.